Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 135 mg/dl and "lo" mg/dl. No adverse event reported. The "lo" mg/dl result, which on the system indicates a result of less than 20 mg/dl. Return of the suspect device was requested for evaluation.